Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-14-insufficient blood sample applied to strip (user). Test strip UDI# (B)(4). Note: manufacturer contacted customer several times on a follow-up calls in order to ensure the customer's condition since the initial call; customer states that he still having blurry vision and that he has doctors' appointments for a neurologist and ophthalmologist scheduled in several weeks. Customer states his glucose level is normal and does not know if his blurry vision is due to his glucose or due to other medical condition. Customer is comfortable with the replacement product and the results he is receiving. No medical attention reported.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. The e-2 error occurred once the blood sample was absorbed. At the time of the call the customer reported symptom of blurry vision; medical attention was not needed at the time of the call. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-2 using truemetrix meter. The product is stored according to specification in the living room. Customer was using the correct test strips. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.